Event description:
It was reported that "at the y-shaped divergence of the two arms, the catheter has a leak in the area of the arterial branch."

Manufacturer narrative:
One split stream catheter in two pieces was returned for eval. The lumen was cut 6 cm distal to the bonded "y" junction of the arterial and venous lumens. A visual examination of the sample revealed a hole in the arterial lumen at the point where the lumens are bonded together. The device was implanted for one year. Changes have been implemented to the manufacturing process. A trial was conducted using the improved process. All catheters met all acceptance criteria-visual, dimensional, and leak test.